Event description:
A malfunction was reported when a malfunction code labeled malf 1 occurred, but there was no adverse impact on the customer¿s blood glucose level. The customer was advised by technical support to temporarily use multiple daily injections for insulin delivery while a replacement pump was sent.